Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that  yesterday patient (pt) fell, and  woke up with a really sharp shocking on lower right side. Patient thinks something happened to the stimulator on the right side. Per registration 3058 is on left side. Pt used my stim controller to connect to 37702 ins on right side during the call, pt decreased stim to 0.0 and turned ins off, this did not resolve the issue.  It was also reported that patient programmer has poor communication with and without antenna the patient was redirected to their healthcare provider to further address the issue. No further complications were reported/anticipated at this time.